Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. There is no allegation of a device malfunction and the device remains implanted; therefore, visual, dimensional and functional testing was not performed. The reported events are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this investigation.

Event description:
It was reported that a patient underwent successful angioplasty and stenting with the subject stent of a high-grade left internal carotid artery (ica) ophthalmic segment intracranial stenosis with recurrent strokes. Apost-procedure the patient condition was stable. Three hours post-procedure, the patient developed stroke symptoms (expressive aphasia, rue (right upper extremity), rle (right lower extremity), weakness, right facial droop). Computed tomography (CT) head was done which demonstrated a large left frontal lobe intraparenchymal hemorrhage and a left front-temporal subarachnoid hemorrhage causing mass effect and a 5mm rightward midline shift. The patient received ddavp (desmopressin) and platelet transfusion, was brought to operating room, had decompressive craniectomy and decompression of the hematoma.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient underwent successful angioplasty and stenting with the subject stent of a high-grade left internal carotid artery (ica) ophthalmic segment intracranial stenosis with recurrent strokes. Apost-procedure the patient condition was stable. Three hours post-procedure, the patient developed stroke symptoms (expressive aphasia, rue (right upper extremity), rle (right lower extremity), weakness, right facial droop). Computed tomography (CT) head was done which demonstrated a large left frontal lobe intraparenchymal hemorrhage and a left front-temporal subarachnoid hemorrhage causing mass effect and a 5mm rightward midline shift. The patient received ddavp (desmopressin) and platelet transfusion, was brought to operating room, had decompressive craniectomy and decompression of the hematoma.